Event description:
It was reported that a pump had a damaged front case and is constantly beeping. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device and initial reporter are unknown.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with a crack on the side of the front case; the tamper seal was missing. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated/verified during functional testing. Inspection of the device found a crack on the side of the front case. The device was plugged into a test cassette and powered up for ten minutes. There was no double beeping. The battery loss alarm test was performed and passed. However, the event log had multiple high-pressure alarm messages and the down stream occlusion sensor was recommended for replacement as a preventive action. The damaged front case and defective down stream occlusion sensor error was found to be the cause of the reported issue; which was traced to customer damage. The root cause was unknown. The product is beyond 3 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: correction: d4: model number: 6400.